Event description:
It was reported that during a follow up in clinic, loss of capture and noise was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.